Event description:
Additional information received identified effective stimulation therapy was reportedly restored following the patient's surgery on (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she experienced a loss of stimulation from her scs system. An sjm representative met with the patient and confirmed high lead impedances were present. Reprogramming was unable to provide effective stimulation coverage. Review of the manufacturer's database indicated the patient's lead was replaced during surgery on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.